Event description:
Pt's husband states pt was in drain when cycler began to alarm with m31 air detected in cassette. She was not able to clear the alarm so she disconnected and ended treatment. When she opened the cassette door to remove the cassette, the inside was full of fluid. No sample. No report of pt ill effect.